Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that a stent was placed to treat tracheal malacia. The referring physician was notified of treatment plan by the implanting physician regarding off-label use, and removal of the stent. During the procedure, the physician partially deployed the stent before insertion to alter the length of the stent prior to deployment. To alter it, he trimmed a segment away from the full stent length, and re-sheathed the stent into the delivery device. The dr placed the guide wire, and deployed the stent. The stent deployed with no issues and the outcome of the procedure was successful. The patient was sent for recovery and was discharged without issues. The patient was instructed to call if they experienced any complications. The patient went to a different hospital coughing up blood. The implanting doctor requested transfer, but the other hospital said that they had the patient condition stable. The patient was not transferred. The doctor was notified 6 hours after initial call that the patient had expired. The part number of maxx-2312 is an estimation.